Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent placement of a non-bard/davol vaginal sling and placement of a suprapubic catheter. Operative dictation notes the bowel was grossly adhered to the vaginal vault on the patient's left side and this area was completely removed prior to place the mesh sling which was tied on both anterior midline and posterior to the cuff. On (B)(6) 2006 - the patient underwent abdominal sacrocolpopexy due to vaginal prolapse. A bard/davol flat mesh was used at this time. Operative dictation notes "prolene mesh (davol flat) was then cut in a 2 x 4cm strip. The prolene suture was then tied to the vaginal cuff and to the sacral promontory." On (B)(6) 2015 - the patient was diagnosed with mesh erosion at the vaginal cuff and underwent explant of all vaginal mesh.